Event description:
Device 2 of 2. Reference: 1627487-2011-04225. The pt received her scs system on (B)(6) 2009. It was reported the pt had fallen on her ipg several months ago and had broken her femur bone. Once healed, the pt contacted her physician because her stimulation was weak. The pt's lead had contacts with high impedance. The system was programmed, avoiding the contacts with impedance issues. The next day, the pt reported abdominal stimulation. A second attempt at reprogramming could not address the rib stimulation; it was still present when the amplitude was increased. The pt also reported a burning sensation at the ipg site. X-rays were performed and were inconclusive. The physician is working with the pt to resolve these issues. It was reported, the physician may revise or replace the scs system. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.